Event description:
Patient was a cardiac event arrest at home and was placed on hypothermia protocol. Ef 20%, maxed on multiple vasoactive gtts (neo 300, epi 10, dopamine 20, levo 30). In am bp in 70's, attempting to rewarm patient. Patient was normothermic at 1200. At 1500 was bathing patient/removing cooling vest and was noted to have small serous filled blisters to left back/flank. No other skin issues noted besides this one area. Hair washed without scalp lesions. Bathing was completed. Md notified, and wound team consult placed.